Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was returned for further evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment. It was also observed that the neuro-tip leg and the neuro-tip were drilled. During repair, it was observed that the bearings were corroded and broken causing the device to fail the cutter insertion assessment. It was determined that the issue with the bearings was consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. It was determined that the issue with the drilled neuro-tip leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the neuro-tip leg of the neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The assignable root cause was determined to be due to normal wear and misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the craniotome device were damaged. It was noted that there was rattle, the color marks were damaged, the crani bracket was damaged, balls were missing and the casing was missing. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation, and visual assessment. It was noted in the service order that before use on the patient it was observed that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.